Manufacturer narrative:
During an implantation an agilon® stem impactor tip broke off and the tip stuck in the thread of an agilon® trial stem. The surgery could be completed using a different stem impactor. The affected products were available for investigation. The fracture was confirmed. The fracture surfaces did not allow to determine the fracture type nor the fracture origin, as the surfaces were severely damaged. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. The surgical technique however describes that the affected instruments are not to be used in the way they were combined during the event at hand. When the stem impactor is directly screwed on to the trial stem, the impact forces are transferred directly via the thread to the stem, which most likely will result in overload of the thread and consequently fracture of the instrument. It is therefore crucial to use the agilon® stem impactor in combination with the agilon® impaction sleeve m6 which allows the impact forces to be transmitted to the stem collar. It is most likely that the impaction sleeve was omitted and hence the incorrect use of the instruments lead to the instrument failure. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".

Event description:
The following event was reported to implantcast gmbh: "part of the impactor broke off and is stuck in the trial stem. The additional impactor was then used and the operation could be continued without any problems. There were no effects on the patient."